Event description:
For insulet omnipod I am a new user. For two pods I injected insulin into the "black circle" port not the "arrow" port on the device. When I realized my error after the 2nd pod I opened another pod and filled it correctly. I did not use the two adulterated pods. However, I am concerned about the instruction I received during a text chat with omnipod customer support. The representative told me it was ok to use the adulterated pods. To use it I was told to fill it the correct way despite 3 ml of insulin injected in the wrong port. Their labeling is not intuitive - the black circle looks like a bullseye and the arrow is no more or less intuitive than the black circle. However my complaint is with the insulet rep instructing me to use the pod anyway, ignoring the error. That can't be right. Insulet refused to replace the pods. Reference report: mw5170490.